Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for either creatinine, total protein, or urea on a cobas 8000 c 702 module. The following are examples of discrepant results for 2 patient samples. Patient 1 initial creatinine result was < 5 umol/l. The repeat result was 99 umol/l. Patient 2 initial total protein result was 2.3 g/l. The repeat result was 72 g/l. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer performed a voltage adjustment of the photomultiplier tube. The gear pump pressure was not fluctuating and it was determined that a valve was sticking. The valve was cleaned and was ok. Probes were adjusted as these were not washing correctly. H3 other text : na.